Event description:
The facility representative reported a colleague infusion pump with damaged battery. During review of the event history log, it was found that a battery depleted set interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to this event. This device is a colleague infusion pump with user interface module version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed during product evaluation. The root cause was a depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).